Event description:
A pt had undergone rotator cuff surgery. Two or three weeks following surgery the wound sloughed. There was an excessive inflammatory change in the tissue. Pt required a re-operation to remove the device.